Manufacturer narrative:
(B)(4). This complaint is being processed in accordance with dpa-qip-MDR decision backlog management plan. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint which occurred in the USA reporting "failed leak test" involving pentax medical scanning unit connector soaking cap model oe-u4, lot 0021100. The event was reported to occur in pentax service facility during inspection. A model oe-u4 cap from merchandise failed leak testing when tested on both an eb19-j10u and an eg38-j10ut, unknown serial numbers. There was no report of death, serious injury or other significant/important medical event as there was no patient involvement. The investigation is in-process.